Manufacturer narrative:
A complete lead was returned in one piece. The helix extension length was within specification. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
During follow-up, it was noted that the atrial lead was dislodged. The device was programmed in vvi mode and the atrial lead was replaced the same day. The new lead was implanted successfully and the patient was in stable condition.